Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the device passed the dunk test. The plastic cover was found with dent and scratches. There was a small chip on the objective lens glue that was not affecting the image quality. The insertion tube and light guide was found with minor scratches. The control body was missing the s-plate. The forceps elevator had a broken pin, therefore confirming the reported issue. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the forceps elevator did not move down at all and was broken on a duodenovideoscope. The issue was found during reprocessing of the device. There was no patient involvement or injuries reported. No additional information has been obtained.